Event description:
A discordant, false negative total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia centaur xp instrument, resulting positive. The corrected result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, false negative thcg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the straws for the acid and base reagents were broken, which caused the de-priming of the acid and base fluids in the instrument. The cse replaced the straws and reprimed the instrument. The cse performed precision testing, which was acceptable. The cause of the discordant, false negative thcg result on one patient sample was related to the broken acid and base straws. The instrument is performing according to specifications. No further evaluation of the device is required.